Manufacturer narrative:
G4:(B)(6)2021. B4:(B)(6)2021. The service engineer (se) inspected the device and could not duplicate the reported issue. The ventilator diagnostic logs were reviewed by the se and no error codes found. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
The air flow assembly was brought onsite by the service engineer in preparation for service, however, the customer's reported failure could not be reproduced during evaluation. The air flow sensor assembly was not replaced and returned to the manufacturer unused with the seal broken. The unused flow sensor assembly was received by the manufacturer for internal component analysis and no faults were found with the returned part.

Manufacturer narrative:
A gas delivery system was return for analysis. An investigation was performed, and the product analysis technician reported that no fault was found.

Event description:
It was reported that during use, the ventilator's flow would stop and a low pressure alarm would go off. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.